Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 04/26/2022 by a facility representative via sems that an ar-2325pslc suture anchor broke when screwed in. This was discovered during a case and broke inside the joint. Per facility: "the nail was found to be broken when it was screwed during the procedure (see attached picture). No fragment left inside the patient. The surgen used another prodcut with same type and lot to complete the procedure."

Manufacturer narrative:
Complaint confirmed. Visual evaluation noticed that the implant is in good conditions and the eyelet is not straight with the shaft. Probably it was applied to much force and caused eyelet bent. Functional testing was not performed due to the damage of the device.